Event description:
The end user stated, the tire came off the rim when he was backing up the ramp. He was able to get the tire back on the rim but he does not know if he did any additional damage to the chair.